Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue was not resolved and that a new ring had been ordered, but had not arrived at the time of report.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9732780, serial/lot #: unknown. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the 9 wireless target set for siemens was attached to a siemens c-arm and an operating check was performed. The siemens clamping ring could not be attached to the c-arm image intensifier, and operation check was not possible. The tip of the screw of the siemens clamp ring could not reach the ring and the screw could not tighten. Not a sing screw thread could be tightened.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The clamp ring was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The component was returned for analysis. Functional testing determined that the component was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.